Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a motor (rewind issue) issue. The piston rod reportedly was not retracting. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/08/2015 with the following findings: the cartridge and battery caps were not returned; therefore, a test battery cap was used to complete investigation. A review of the black box revealed evidence of a rewind/prime alarm. A review of the black box revealed an occlusion during the prime step. During evaluation, the pump was exercised for 24 hours; the call service 064 alarm complaint was not duplicated.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).